Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump experienced failed battery alarms after trying about four batteries. It was reported that the customer was not using brand new batteries. The customer's blood glucose level was reported to be 213 mg/dl. Troubleshooting was performed. The product is not being returned. Nothing further to report.